Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a crack in the white power cable was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The reported event of atypical power cable disconnect alarms was confirmed via the log file downloaded from the returned controller; however, the alarm was not reproduced during testing. The controller event log file contained data spanning 4 days (24dec2023 ¿ 27dec2023 per the timestamp). The log file captured a power cable disconnect alarm that was not associated with a power source exchange on 26dec2023 at 15:48:32 due to the relative state of charge (rsoc) voltage on the white power cable dropping to 0v while connected to the power module. An atypical power cable disconnect alarm was also captured on 26dec2023 from 15:48:45 to 15:48:48 due to the rsoc voltage on the black power cable staying at 0v after a power source exchange from 14v batteries to the power module; the bus voltage was at the appropriate level at this time. The atypical alarms resolved on their own each time due to the rsoc voltage returning to the appropriate level. The driveline was disconnected on 27dec2023 at 14:13:07 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned controller revealed that the strain relief on the connector side of the white power cable was broken. The observed damage did not affect the functionality of the system controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a crack in their white power cable cord and had intermittent power cable disconnect alarms. The system controller was exchanged which resolved the alarms.